Event description:
It was reported that no flow of fluorouracil medication was observed in a small volume multirate infusor. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13b073 was manufactured between february 22, 2013 - february 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.